Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage or user had an inaccurate reference or user had incorrect code key.

Event description:
Consumer complaint of high blood results. Caller normally ranges from 100-115mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (192) and the lowest normal result (100) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Caller normally ranges from 100-115 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (192) and the lowest normal result (100) is located in zone b/c. No adverse event reported.